Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing was bent and did not distribute insulin properly. Reportedly, the tubing would bend when the customer wore a belt. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the supplies to address the event and reported that the bg level lowered.